Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-03253. It was reported the pt is experiencing ineffective stimulation after being in a motor vehicle accident. It was also reported diagnostics showed high impedance values. An sjm rep was unable to resolve the issue with reprogramming. F/u identified the physician determined from x-rays that there is a disconnection issue from scs lead (extension) to the scs ipg. Surgical intervention will be taken at a later to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.